Manufacturer narrative:
The investigation revealed that the customer did not use the provided overwrap bag to raise product safety. The overwrap bag increases stability and allows to rescue the cells in case of breakage of the freezing bag. The complaint rate for this lot is below 0.01% with only this incident.

Event description:
The customer complained a ruptured cryomacs freezing bag after removal from the liquid nitrogen tank. No overwrap bag was used. The patient received a backup product for transplantation. The customer stated that the dose was considered to be sufficient.